Event description:
It was reported the patient experienced a loss of stimulation and they are replacing the entire system. Additional information received reported the caller experienced a loss of therapeutic effect. The patient was scheduled for a lead revision on (B)(6). The patient was receiving great symptom relief for several years, but over the last 6 months or so, her symptoms had worsened. There was no change in medication or any falls. The manufacturer representative checked the implantable neurostimulator and she stated she felt stimulation. There were no impedances detected. The old non-tined lead was removed and replaced with a new tined lead on the opposite side. Her battery also had less than a year longevity, so that was also replaced. The manufacturer representative was to follow up with the health care provider on (B)(6) to see if they had seen the patient back for her post-operative check up and was to provide an update on her status. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the event was caused by the patient falling and damaging the battery. It was noted that the battery was depleted. The patient was not hospitalized due to this event.

Manufacturer narrative:
Product ID 3886 lot# j0123250v serial# implanted: 2001-(B)(6) explanted: product typ lead product ID 3886 lot# j0123250v serial# implanted: 2001-(B)(6) explanted: product typ lead product ID 3095-10 lot# serial# (B)(4) implanted: 2001-(B)(6) explanted: product typ extension product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
It was further reported that the patient was seen back at the physicians office on (B)(6) 22012 and was only getting minimal symptom relief. The physician turned her stimulation up and told the patient to contact the office if she felt she still was not getting adequate relief. She is scheduled for another appointment in 6 months.